Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was partially deployed and recaptured twice. The blue handle detached and the valve was unable to be deployed. The valve was successfully recaptured 100% and removed. A different dcs was used for a successful deployment. After the valve was implanted, hypotension was noted. An aortogram and echocardiogram were performed to identify the source of a possible hemorrhage or embolism, but neither were identified. Approximately 30 minutes following, the patient died. The cause of death was abdominal distension due to unspecified bleeding. Per the physician, the valve did not cause or contribute to the death. Per the physician, the dcs contributed to the hypotension and death.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was partially deployed and recaptured twice. The blue handle detached and the valve was unable to be deployed. The valve was successfully recaptured 100% and removed. A different dcs was used for a successful deployment. After the valve was implanted, hypotension was noted. An aortogram and echocardiogram were performed to identify the source of a possible hemorrhage or embolism, but neither were identified. Approximately 30 minutes following, the patient died. The cause of death was abdominal distension due to unspecified bleeding. Per the physician, the valve did not cause or contribute to the death. Per the physician, the dcs contributed to the hypotension and death.

Manufacturer narrative:
Updated data: b1. Product problem b5. Additional information was received to clarify the dcs actuator separated after two recaptures and corrected previously reported information: the dcs did not contribute to the patient's death. No adverse patient effects were reported. H6. Patient code e0506 no longer applies. Additional codes: imf f02 no longer applies and was replaced with f11. Img corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was recaptured twice because the valve was higher than planned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.